Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (cause and exact location of endoleak is unknown). Evaluation conclusion: lack of information (cause and exact location of endoleak is unknown).

Event description:
Film review determined that the type IV endoleak was coming from the bifurcated stent graft. The type IV endoleak resolved without intervention. The intial MDR is redacted.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately one month ago. An endurant bifurcated stent graft enbf2813c145e and three iliac stent grafts, etlw1610c156e, etw1010c82e and etlw1610c124e were implanted. It was reported that on the final angiogram a type IV endoleak was noted. The exact location of the endoleak is unknown. The patient was given 10,000 units of heparin for this procedure. No intervention was performed and the decision was made to evaluate the patient for the endoleak at 30 day follow-up appointment. No clinical sequelae were reported, and the patient is fine.